Event description:
It was reported patient scuba diving in 18 feet of water. Shortly after coming out of water, talking with companions, reported feeling ill and patient suddenly collapses with seizure like activity. Bystander CPR initiated and transported to the emergency room where died. Follow up with medical examiner revealed cause of death was acute cardiac dysrhythmia while scuba diving due to ischemic heart disease with no allegation of any device performance issues related to the death.

Event description:
It was reported the patient had been scuba diving in 18 feet of water. Shortly after coming out of the water, was talking with companions and patient suddenly collapses. The patient died (B)(6) 2010. Additional information and the cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, distal conductor stretched, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, distal conductor stretched, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Event description:
Asku

Event description:
Asku